Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.